Event description:
Affiliate reports event similar to that reported as mfg medwatch report# 1226348-2003-00159. It was reported that after one day of sensor implantation, the sensor signaled very high icp values (300mmhg) without the patient showing severe symptoms usually associated with these values. The physician then loosened the bolt and the sensor began to measure reliable values. The sensor remained in the patient unit monitoring was discontinued. There was no injury to patient but this high icp value could have been misleading in relation to the therapy that was prescribed.